Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient suffered severe permanent bodily injuries and physical pain.all other information is unknown and unavailable.